Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device didn't recognize the defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker reviewed the device data and was able to verify the reported issue was logged in the device¿s memory. The reported event could not be duplicated. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device didn't recognize the defibrillation pads. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.